Manufacturer narrative:
A visual inspection with the naked eye noted that the aluminum foil was found opened on the whole top of 10 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of 10 returned minicaps, the aluminum foil was found opened on the whole top. There was no report of patient injury or medical intervention associated with this event. No additional information is available.